Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose (bg) levels. Customer experienced a bg level over 400 mg/dl on (B)(6) 2022. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a bolus via the pump and required assistance from spouse who administered a manual injection, and paramedics who administered intravenous fluids of insulin to address the issue. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.